Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device excessive motor rub and made unusual noise, had a hole in the hose near the muffler, the bearing was worn out which caused the soft couple balls to heat up and melt unto the drive shaft. The device also failed pre-tests for motor rub assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device would not turn the cutter device and made an awful noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.